Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 32-year-old female patient who had essure (batch no. 740648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, lynch syndrome and dyspareunia. Concurrent conditions included headache, polymenorrhoea, painful urination and abdominal adhesions. Concomitant products included estradiol, losartan, promethazine and sertraline. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: de12ression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2011: total bilateral occlusion. As per mr- status post essure procedure with occlusion of bilateral fallopian tubes identified. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event outcome of pain and bleeding updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 32-year-old female patient who had essure (batch no. 740648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, lynch syndrome and dyspareunia. Concurrent conditions included headache, polymenorrhoea, painful urination and abdominal adhesions. Concomitant products included estradiol, losartan, promethazine and sertraline. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: de12ression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2011: total bilateral occlusion. As per mr- status post essure procedure with occlusion of bilateral fallopian tubes identified. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and uterine haemorrhage ('abnormal uterine bleeding') in a 32-year-old female patient who had essure (batch no. 740648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, lynch syndrome and dyspareunia. Concurrent conditions included headache, polymenorrhoea, painful urination and abdominal adhesions. Concomitant products included estradiol, losartan, promethazine and sertraline. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: de12ression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2011: total bilateral occlusion. As per mr- status post essure procedure with occlusion of bilateral fallopian tubes identified. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new event abnormal uterine bleeding were added. New reporter, treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6) year-old female patient who had essure (batch no. 740648) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, lynch syndrome and dyspareunia. Concurrent conditions included headache, polymenorrhoea, painful urination and abdominal adhesions. Concomitant products included estradiol, losartan, promethazine and sertraline. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: "de12ression"") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude; on (B)(6) 2011: total bilateral occlusion. As per mr- status post essure procedure with occlusion of bilateral fallopian tubes identified. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 1-jul-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. Event onset dates updated. Treatment and concomitant products added. Lab details, medical history and concurrent conditions added. Reporter information, patient details, product indication updated. Insertion and removal dates updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.